Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 400 or 500 mg/dl. The customer did not provide the symptoms regarding high blood glucose. The customer was treated for the high blood glucose with bolus. Customer also explained that they had air bubbles in reservoir and infusion set. The customer declined troubleshooting for reported issue. The insulin pump was not returned for analysis. Reservoir will be returned for analysis.